Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. Reference mdrs: 2029214-2020-00113. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a medtronic flow diverter embolization treatment, the first flow diverter could not open in the middle segment despite maneuvers suggested by the manufacturer. The microcatheter and flow diverter were removed from the patient. Once removed, the distal portion of the flow diverter was noticed to be damaged. A new medtronic flow diverter and headway 27 microcatheter were introduced and implanted. The physician wanted to optimize distal accommodation, so he decided to dilate the distal portion with a balloon and implant another flow diverter. During the passage of the balloon micro-guide through the implanted medtronic flow diverter, an attempt was made to release another medtronic flow diverter but without success. The device only opened to the medial portion even after maneuvers. It was removed and sent out for analysis. The patient was undergoing embolization treatment of an unruptured saccular aneurysm (unknown dimensions) located in the ophthalmic segment of the internal carotid artery (ica). The distal and proximal landing zone size was unknown. The patient¿s vasculature was severe in tortuosity. The patient was on dual antiplatelet therapy but the pru level was unknown. There are no images for review. The angiographic result post procedure was unknown.